Event description:
It was reported that during a pci procedure, the liberte' monorail stent was damaged. The 90% stenotic lesion being treated was located in an unknown calcified vessel. While attempting to deploy the liberte' stent, it would not cross the lesion. The physician tried a second time to cross the lesion, but found that the distal edge of the liberte' stent was raised. The procedure was completed with another manufacturer's stent, and no patient complications were reported. Patient status was reported as 'good'.